Event description:
A malfunction was reported, but there were no notable events prior to its occurrence. The customer's blood glucose level remained below 500 mg/dl, indicating no adverse impact. Technical support provided information on resetting the pump and assisted the customer with the reset, successfully resolving the issue as the malfunction code did not recur.